Event description:
Cardon screwdriver will not attach to the ratcheting screw driver handle in pinnacle set.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event. The quickset tprd hex scdr cardan had significant wear on the attachment end and the tip was worn suggesting heavy usage. A complaint database search did not identify any related reports for attachment concerns for the provided product code. The root cause is being attributed to product wear out due to heavy usage. Based on the root cause of product wear out, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.